Manufacturer narrative:
This is a definitive report. This case is received by our sales partner; zimmer biomet on november 4, 2019 from the FDA as mw5090436 dated october 28, 2019. It's impossible to contact the reporter to gather any additional information. According to the result of investigation for lot 0018y05g, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring.

Event description:
2019-unk - a female patient, who received gel-one injection, reported that she was diagnosed with breast cancer.